Event description:
It was reported before use, the stopcock isn't stable (the patient stopcock). The stopcock moved without effort and showed a leakage.

Manufacturer narrative:
Evaluation: device has not been returned for evaluation at this time.